Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under-infused, displayed a higher total volume infused than expected based on two nurse reports. The nurse stated that an etoposide infusion showing 718 ml infused despite a total bag volume of 510 ml, which had been prescribed to infuse over 1 hour (510 ml/hr) occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.